Manufacturer narrative:
Concomitant product: product ID 8703, lot # j93122401, implanted: (B)(6) 1993, product type catheter. (B)(4).

Event description:
Information was received from a physician via a company representative regarding a patient receiving intrathecal gablofen (concentration 2000mcg/ml; dose 1637mcg/day) via an implantable infusion pump. Patient history included intractable spasticity. The surgeon stated that the patient had been in poor medical condition for several years. The patient¿s pump had eroded through the skin and was exposed. A pump pocket revision took place on (B)(6) 2015. The surgeon did not know when this was first noticed. The surgeon was notified when the patient was admitted to the hospital approximately 2 days prior to the case. The patient had been followed and refilled by an infusion company while in a nursing home. The patient had not been seen by his managing physician since 2014. The representative spoke with the nurse at the infusion company and he stated that at the patient¿s last refill, which occurred on (B)(6) 2015, he did not see any erosion of the pump. The representative then called the managing physician who did not think they were managing the patient anymore as the patient had not been to his office since 2014. The patient had many medical problems and the surgeon had to wait until the patient was stabilized before revising the pump pocket. The patient was not exhibiting any of the major signs of baclofen withdrawal and was on a very high dose of intrathecal baclofen so it was decided to replace the pump rather than just remove it. X-rays had been taken of the catheter while the patient was admitted to the hospital and it appeared the distal end of the catheter win in the intrathecal space. No dye study was done. The old pump was in the patient¿s left abdomen and the wound was approximately 2cm by 3cm. The surgeon put the new pump in the right abdomen first and replaced the pump segment of the catheter, making a new connection in the spinal incision. The old pump and remaining catheter were then removed. It was noted that there was a small leak in the catheter near the distal end of the catheter. When the surgeon opened the spinal incision to expose the catheter, he noticed a leak in the catheter. The surgeon trimmed the catheter distal to the leak and reconnected to a new pump catheter segment. The pump and catheter were discarded by the customer. The issue was resolved at the time of the report. Patient status at the time of the report was unknown. Additional information has been requested but was not available at the time of this report.